Event description:
The orbit rdfl complex fill coil stretched at the proximal end near the grip. There was no patient injury reported. The aneurysm height was 11 mm, width of 10 mm, and the neck was 6 mm, and the aneurysm was located in the basilar tip. No balloon remodeling product was utilized.

Manufacturer narrative:
An adequate continuous flush was maintained through the (mc) microcatheter at all times. The mc was re-shaped prior to use. There was no resistance at any time during advancement of the coil through the mc. Prior to this coil, five other coils went through the same mc without resistance. No kinks were noted in the mc that may have contributed to this event. During the procedure, the coil was prolapsed into the parent vessel, so the coil was repositioned three times. Additionally, during the procedure, the coil was utilized like a guidewire, left in the aneurysm sac, while repositioning the microcatheter, since the coil pushed the mc out of the aneurysm. The coil was tracked over the mc into the aneurysm, but the coil had not stretched at this point in the case. Then, the coil was being removed from the aneurysm, since the selected coil was "too long" and would not fit in the aneurysm. There was no resistance when the coil was advanced or repositioned with the microcatheter, but there was resistance when the coil was withdrawn. However, the same microcatheter was utilized to complete the procedure, since there were no damages noted on the microcatheter. The final outcome was that the entire coil was removed through the mc. Additional information will be submitted within 30 days of receipt.